Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the customer reported issue that the ¿cable at the articulation of the forceps is loose.¿ the cadiere forceps instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing in the clevis. Fa noted the material was missing and the missing crimp was approximately 0.046¿ x 0.032¿ in size. Additional observation not reported by the customer that fa observed on the cadiere forceps instrument was that the main tube exhibited signs of scratch marks/abrasions on the distal end. The main tube had scratch marks that measured roughly 0.03¿ to 0.62¿ in length and were not aligned with the tube axis. Fa noted there was material missing and concluded this failure is due to mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing. A review of the site's complaint history shows no additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review/ an instrument log review was performed for the cadiere forceps reported in this complaint (pn: 470049-06/ (B)(4)) and the following was found: the instrument was last used on (B)(6) 2019 on system (sk2413) with 5 uses remaining. This complaint is being reported because this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. While there was no harm or injury to the patient, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. Failure analysis and log reviews confirmed the instrument had 5 lives remaining, indicating that it had not expired. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted procedure the cadiere forceps instrument cable at the articulation point was loose. The user completed the procedure and there was no reported patient injury or harm. Intuitive surgical, inc. (Isi) completed follow-up with the site and confirmed there were no fragments that fell inside the patient and there was no reported patient injury or harm.